Event description:
As reported, approximately 6 years and 11 months post the initial right total hip arthroplasty, the surgeon brought the patient in for surgery due to chronic dislocation. The surgeon removed the cup and revised with a new cup, corrected the anteversion, then replaced the head with a sleeve and biolox 40mm head. The screw and liner were also revised. The patient was more stable on the table after the replacement parts were implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.